Event description:
During a follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.